Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2013 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient was doing well with therapy until october 2012 when the catheter was found to be extruded from the intrathecal space. On (B)(6) 2012, the patient underwent revision surgery where a catheter was placed at l2-l3 and connected to the existing pump. This relieved her symptoms.

Manufacturer narrative:
UDI added.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.